Event description:
It was reported that nurse stated they started cooling yesterday at 19:30. The device was alarming 77/78 (non-recoverable system error). Chiller water temperature sensor out of range. Instructed nurse to reboot the device. Nurse stated they did reboot it once already and the alarm returned, they are currently rebooting it now. Device powered back on, non-recoverable alarm returned. Informed nurse they would have to swap to another device and send this one to biomed for evaluation. Nurse stated they have 66 hours remaining in cooling. Informed nurse once they select hypothermia on the new device, they could adjust the cooling settings and change the duration to 66 hours. Informed nurse because they cannot empty the pad, they could disconnect it over a trashcan to collect the water. Confirmed with nurse they could use the same pad. Per sample evaluation results received on 02apr2024, it was reported that hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Per sample evaluation results received on 07may2024, it was reported that circulation pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause isolated is a failed circulation pump motor. Circulation pump motor had dried out bearings. Replaced circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.